Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: IV pump alarming for 'air bubble'. IV tubing was removed from pump and noted to be loose and completely separated during inspection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was returned for evaluation. A visual evaluation was performed on the return sample, and it was noted that the proximal end of the tubing into the space pump segment was detached. Under magnification, it was also noted that there were no signs of solvent located at the end of the tubing. Unfortunately, due to the detached tubing of the pump segment, it was found to be quite difficult to properly test the sample for air-in-line alarm defects. Based on the evaluation results, the reported defect of detachment was confirmed. An approved project is in place to further address issues of disconnection at bonded joint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.